Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his endocrinologist was currently working with him to adjust his insulin pump settings to avoid low blood glucose events; however, the customer recently experienced a high blood glucose of 455 mg/dl. The patient did not experience any symptoms of hyperglycemia. The patient treated via manual insulin injection. Troubleshooting was initiated for the insulin pump. The drive support cap appeared normal. A prime was successfully performed with the current set. The infusion set cannula was not bent or crimped. The customer declined to check their device settings or run a high pressure test. However, the patient confirmed that he was currently using expired insulin. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned or replaced.